Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was pneumonia. The caller stated that the customer had non-hodgkin's lymphoma that may have led to the customer's passing. The customer¿s blood glucose was 42 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as the customer was on steroids. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.